Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise noted on the right ventricular (rv) lead that resulted in multiple inappropriate high voltage shocks delivered to the patient. The rv lead was capped and replaced to resolve the event and the patient was stable with no adverse consequences.